Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
One donor sample generated an initial axsym cmv igg assay result of 0.0 au/ml (negative). The sample retested at 69.8 and 88.1 au/ml (positive) after centrifugation. Controls were within specifications. The sample generated a positive result (76.8 au/ml) on the architect i2000 platform (after centrifugation the sample retested with results of 76.1 and 82.6 au/ml). Laboratory personnel noted that they did not think the axsym analyzer aspirated the correct sample volume and may have aspirated air; however, the axsym analyzer generated no error messages at any time during the testing of this sample. There is no impact to pt management reported.